Event description:
The customer reported having problems with insulin pump and the device started cracking around the battery cap. The battery cap has been used for three to four days. The caller stated that he device also was alarming no delivery. The blood glucose reading was 135mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device was received with cracked display window corners, broken battery tube threads, and scratched screen. The device was received with normal operating currents.